Manufacturer narrative:
Immucor technical support tested retention product on (B)(4) 2019, which performed as expected. (B)(4).

Event description:
On (B)(6) 2018, a european (B)(4) customer reported an unexpectedly negative antibody identification outcome when used on an echo lumena instrument.